Event description:
It was reported that the right ventricular lead threshold dropped to no capture and it was undersensing. The lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. The lead was returned with the helix retracted and tissue/blood on the helix. The helix was slightly bent, but measures within specifications. (B)(4).